Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The adjustable pressure limiting valve was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the pop off valve was loose causing a loss of ability to manually ventilate. The case was continued in mechanical ventilation. There was no report of patient injury.